Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer report stated that some of the needles are bent and some do not retract when administering vaccine to patients. In one instance, the needle separated from the syringe, staying in the patient's arm.